Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in november 2010 and performed to specification, alongside random manual power ons, up to the 12th october 2014. A further pad-pak was installed. Multiple manual power ups of ten minutes duration were observed in the device memory between october 2014 and 19th june 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use